Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used to be used for a ureteroscopy procedure to be performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, the stent broke in half along the shaft. The procedure was completed with another percuflex plus stent. There was no serious injury nor were there any adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used to be used for a ureteroscopy procedure to be performed in the ureter on (B)(6) 2018. According to the complainant, during preparation, the stent broke in half along the shaft. The procedure was completed with another percuflex plus stent. There was no serious injury nor were there any adverse patient effects as a result of this event.

Manufacturer narrative:
Problem code 1069 captures the reportable event of  stent broken.  A percuflex plus stent was returned for analysis. A visual analysis of the returned device found that it was separated/broken at the distal section (near to the renal pigtail). The suture string was not returned for analysis. No other anomalies were noted. Based on the analysis performed on the condition of the returned device, and all gathered information, it is possible that the failure encountered (stent separated/broken) was associated with the interaction of the stent with its suture. Therefore, a conclusion code of unintended use error caused or contributed to event is selected for this event, since the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.